Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was no physical damage to the keypad. During testing, the down arrow keypad button was intermittently unresponsive. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the down arrow button was intermittently unresponsive and found contamination under all key contacts. This report is made based on results of investigation completed on (B)(4) 2013.